Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported inflation issue and pain are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of pain is known risk associated with this device type and indicated as such in the instructions for use. Based on a thorough review of the information, an investigation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating and the patient experienced pain. After clinic inspection, it was determined that the patient would need a new device. A surgical procedure was performed to remove and replace the ipp. No further patient complications were reported.